Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2-2 was hard to open and close. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.